Manufacturer narrative:
Additional information: lot#: unknown, information not provided. Expiration date: unknown, as lot number was not provided. UDI: UDI number is unknown as the lot number of the device was not provided. Device manufacture date: unknown, as lot number not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report received that a female consumer experienced burning sensation in both eyes after applying contact lenses after using oxysept. She went to the emergency room that morning and the doctor prescribed antibiotic ointment. At the time the consumer called in to report this incident, her eyes were still in pain. This is the first time the consumer used oxysept. The consumer used the oxysept product to rinse the lenses instead of an appropriate daily cleaner. The product is not indicated to be used as a rinse. Additionally, the patient provided lot number za06804 but this number is not a valid lot number for the reported product. The patient uses easyvision soft monthly contact lens-silicone hydrogel. The patient reported that she rubs and rinses her lenses before applying them to the eye. She does not sleep, swim, shower or use hot tub/sauna while wearing lenses. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review; a review of the records could not be performed as a valid lot number was not provided. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.